Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the ostium of the right coronary artery. After intravascular ultrasound (ivus) was performed with an opticross, an attempt was made to deliver the 10mmx3.50mm wolverine¿ coronary cutting balloon¿ monorail¿, but the balloon ruptured during delivery due to backup failure of the guide catheter. The device was removed and the procedure continued with a 3.5 flextome cutting balloon. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR. The returned device consisted of a wolverine balloon catheter. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Two pinhole leaks were identified in the balloon material. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit, positive pressure was applied when two pinhole leaks were identified in the balloon material. The first pinhole was identified at the proximal edge of the proximal markerband and the second pinhole approximately 2mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted, all blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the ostium of the right coronary artery. After intravascular ultrasound (ivus) was performed with an opticross, an attempt was made to deliver the 10mmx3.50mm wolverine coronary cutting balloon monorail, but the balloon ruptured during delivery due to backup failure of the guide catheter. The device was removed and the procedure continued with a 3.5 flextome cutting balloon. There was no patient injury.